Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited alarm every time the latch was closed. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. The reported issue was not confirmed.